Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that two days post implant, the patient with this cardiac resynchronization therapy (crt-d) device experienced an inappropriate shock. In addition, oversensing causing pacing inhibition was revealed. The noise could be reproduced. It was determined there was a right ventricular lead issue, a revision procedure was performed, the right ventricular lead was repositioned resolving the issue. No further patient symptoms were revealed.